Manufacturer narrative:
Claim#(B)(4) .

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo 12.6; -4.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. On (B)(6) 2024 the lens was explanted. This resolved the problem. Cause of the event was unknown.